Manufacturer narrative:
On 03-mar-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the maryland bipolar forceps instrument: failure analysis investigations did not replicate nor confirm the customer reported complaint. A visual inspection did not reveal any damage. There was an excessive amount of debris on the grips and yaw pulleys. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has not received the maryland bipolar forceps instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed a procedure and the reported erbe issue was not reproduced. The maryland bipolar forceps instrument was suspected to be possibly faulty and a recommendation was made to the customer to return the instrument to isi for evaluation. The system was tested and verified as ready for use. This complaint is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy with lymphadenectomy and adrenalectomy procedure, peritoneal tissue was found to be sticking to the jaws of the maryland bipolar forceps instrument during coagulation of the tissue. The surgeon shook the jaws of the instrument to release the tissue which led to bleeding. The bleeding was stopped by coagulating the tissue.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical with lymphadenectomy and adrenalectomy surgical procedure, the system had a change in cautery firing sound. The maryland bipolar forceps instrument was sticking to peritoneum tissue during coagulation. The customer was advised to change the instrument if sticking issue persist. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to use, the instruments and cannula were inspected as per their routine protocol, there was no damage prior to use. The issue occurred about 15-20 minutes of usage of the instrument. The customer tried adjusting the erbe generator settings at different levels, exchanging the cautery cord, but the issue was persistent. The erbe settings at the time of the incident was bipolar coag-3 and cutting-3. As the tissue was sticking during coagulation, the surgeon had to shake the jaws of the maryland bipolar forceps instrument to release the instrument from the coagulated tissue, which sometimes led to bleeding (not significant) and required the surgeon to apply bipolar energy again to stop the bleeding. There was no biodebris seen on the jaws of the instrument. No repairs were required for the tissue and the patient did not require a blood transfusion.